Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, it was observed that one of the wires on the tenaculum forceps instrument's wrist was broken. The procedure was completed with no reported injury.